Event description:
Mid-line catheter placed on 2014. On (B)(6) 2015 very fine linear foreign body within right pulmonary artery identified on chest x-ray. Required surgical procedure for removal of apparent guidewire fragment on (B)(6) 2015.